Manufacturer narrative:
The device involved in this incident is not available for eval; therefore, our results and conclusion are based on the info that was given to I-flow by the initial reporter. In addition, we have added to the dfu the following warning: 'avoid placing the catheter in joint spaces. Although there is no definitive established casual relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis.' Based on the info provided, we are unable to determine whether our device caused or contributed to the reported incident. If add'l info that is pertinent to this event becomes available, I-flow will submit a f/u report.

Event description:
Approx nine and a half mos post bankhart repair, performed in 2006, the pt presented with symptoms of chondrolysis. The pt's shoulder is currently stable, but painful. The pt will reportedly require arthroplasty in the future.